Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary - bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cocked stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cocked stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® k2e 3.6mg plus blood collection tubes had stopper creep out or loose closure. This event occurred 8000 times. The following information was provided by the initial reporter: "bd hemogard in tubes are not closing the tube properly. The customer feels the "bd hemogard was not correctly applied to the tube at the factory. Blood collection is difficult or not possible."